Event description:
The user commented that the endoscopic image disappeared during the urology procedure. The user completed the procedure. There was no report of patient injury associated with this event. The user returned the device to olympus repair center. Olympus repair center found that the color bar was displayed on the endoscopic image.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. -the cable was cut and the device tightness was lost. -there were traces of rust on the optics retention coupler and focus knob. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus repair center found the cable had a malfunction. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to applied excessive force to the cable by the user handling. If significant additional information is received, this report will be supplemented.